Event description:
The pt had been fed througgh a percutaneous gastrostomy tube which had been placed in 1997 with no complications. A tube change had been scheduled for 1998. Due to a seizure, the procedure was delayed until 1998. The original tube was replaced with the subject device, and the pt's husband was instructed in the use of the device. The same day, the pt complained of abdominal pain and was taken to the hosp. The device "had been let past the stomach and was placed in the abdominal cavity." Misplacement was confirmed by ultrasound, endoscopy and x-ray. The device was removed, and a laparotomy was scheduled but could not be performed due to the pt's condition. The pt developed peritonitis and expired. The cause of death was peritonitis followed by septic circulatory failure. Peritonitis was confirmed in autopsy. One pt involved.